Event description:
It was reported that the patient became hypotensive and went into cardiac arrest. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. In recovery the patients' blood pressure dropped. The patient was given midodrine and a 500ml bolus of fluid. Five (5) hours later the patient became diaphoretic and nauseous. The patients' blood pressure dropped, and they became unresponsive. The patient went into cardiac arrest and received light chest compressions before there was a return of their heartbeat and blood flow. The patient was given an additional liter of fluid but there was no change in their blood pressure. The patient was started on a levophed drip and transferred to the intensive care unit. Six days post procedure the patient was discharged from the hospital fully recovered from this event.